Event description:
The customer reported the device displayed a "speaker malfunction" inop error message but was alarming normally. The device was in use on the patient when the issue was discovered. There was no report of patient or user harm.